Manufacturer narrative:
Findings: pump passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. No excessive "no delivery" error alarm noted. Unit was programmed with multiple boluses and monitored. The boluses were delivered and recorded properly in bolus history screen. No delivery anomaly noted. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit had intermittent button response due to flattened all the buttons dome switch. Keypad connector was fully locked. Unit had minor scratched lcd window. (B)(4).

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump as well as a no delivery alarm. The patient's blood glucose level was over 200 mg/dl at the time of the call. The customer had purposely bolused and then checked the history but the bolus delivery does not show up in the history. The customer stated that the buttons do not respond. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.